Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue that on the left pt access window the zipper teeth open up indicating that the zipper slider body is bent open and the pull tab is broken. The right side window has the pull tap missing on the zipper slider. The end head panel the zipper slider is stuck on the top rail zipper. The foot end panel right leg zipper slider is stuck. Note: instructions for use state: never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Make sure there are no tears, holes, or abrasions in the nylon panels or netting, and that the canopy and frame are secure and attached properly to the hospital bed. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
The distributor reported a pt has fallen through what is reported as a zipped enclosure on the left side. More info received from the distributor is the zipper on the window was fully closed. A (B)(6) male child with the mentality of an infant rolled against the window and the zipper teeth opened up allowing him to get out. The child was found crawling around on the floor. The child had no injury from this incident.